Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for diabetic ketoacidosis and was just released; she wanted to know if anything was wrong with her insulin pump. The patient's blood glucose at the time of hospitalization exceeded 600 mg/dl, and as a result she had trouble breathing and had ketones. They treated her with fluids and insulin drips. However, her blood glucose at the time of call was still 403 mg/dl. The customer treated by changing her infusion set and taking a manual insulin injection ten minutes prior to the call. Troubleshooting was initiated to inspect the pump. No air bubbles were found when the tubing was inspected. A high pressure test was also performed and passed. The customer was advised that the pump was working correctly, and to change her entire infusion set, reservoir and insulin and treat per health care professional's instructions. No products were shipped or returned.